Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. Customer was using apidra insulin; tandem technical support reminded customer on cartridge/insulin labeling.